Manufacturer narrative:
(B)(4). G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had a hip replacement on unknown date. Subsequently, underwent a revision surgery due to pain/impingement. Ceramic head was removed from the patient. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the provided pictures show a ceramic head. It exhibits what appears to be metal transfer to the taper and also what appears to be metal transfer to the rim, which could be from impingement or generated from the tools used to remove the head during the revision. This cannot be confirmed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.